Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor gel prosthesis. (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient of unknown age who underwent reconstruction with mentor gel implant on (B)(6) 2006 reported consistent health decline beginning 2.5 years post implantation. The patient reports consistent fatigue, weight loss, muscle loss, and loss of functionality; she cannot maintain her activities of daily living without assistance. The patient was eventually diagnosed with lupus, immunodeficiency, hashimotos disease and "scounders" syndrome. After numerous doctors and appointments with specialists, the patient learned that her implant was ruptured, and was diagnosed with bilateral deformity, capsular contracture, and ptosis. The patient believes the implants are the source of her illness. The patient underwent explantation on (B)(6) 2017. See manufacturer report number 1645337-2018-03271 for contralateral prosthesis report.